Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported the fractionated oxygen (fio2) level on the electronic patient gas system (epgs) was at seventy-six (76) percent and the screen read about five (5) percent different. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Investigation in process, but not yet completed.

Manufacturer narrative:
Note: the facility's biomedical engineer rebooted and recalibrated the device, and the device worked correctly.